Event description:
The clear hemostasis valve was unscrewed from the sheath and bleeding was noted around the valve. Iabp continued without any further problems. The hemostasis valve was not returned to co for evaluation. The valve was discarded by the facility.